Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that no electrograms (egm) signals were observed on the mobile programmer, and measurements were unable to be performed when using the surgical cable. It was noted that there was unreliable contact between the surgical cable and the adapter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm customer comment that the it was reported that no electrograms (egm) signals were observed on the mobile programmer, and measurements were unable to be performed when using the surgical cable. It was noted that there was unreliable contact between the surgical cable and the adapter. All continuity tests are found to be ok. No intermittent or shorted connections were found. The cable passed all visual incoming inspection with no anomalies found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.